Event description:
The patient was revised due to backed out pegs.

Manufacturer narrative:
This complaint cannot be verified because there has been no evidence or x-rays portraying backed out pegs. The history of the shfs (shoulder fixation system) was reviewed and indicated that there have been previous instances of peg back outs. The probable root cause in this case can be attributed to use error; there has been indication in the information provided that suggests the pegs were not properly set at the original surgery. The corrective actions previously taken for this failure focuses on thread changes to the plate; providing the appropriate tools to ensure the user fully seats the pegs; update to the shoulder system instructions for use, and emphasis on physician training.